Event description:
It was reported that an ilet user experienced recurrent hypoglycemia, describing frequent lows and a single low of 42 mg/dl, while noting the pump delivered larger-than-expected meal doses and aggressive correction dosing; the user performed a factory reset and reported improvement afterward. Symptoms included foggy vision, nervousness, and headache. Outcomes included low blood glucose. The event was treated with oral glucose tablets. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.